Event description:
It was reported that during a vena cava filter removal, the handle detached from the retrieval device. The physician was in the process of removing the filter, with it already captured and in the sheath. He pulled back the shaft handle to remove and the handle detached from the system. The filter was about 20 cm from the tip of the sheath when this happened. The physician used the 10 fr. Introducer sheath to capture the catheter and remove the system without harm to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The result of the investigation was inconclusive as the sample was discarded at the user facility. And no sample evaluation could be performed. Although the definitive root cause is unknown, it appears that procedural issues contributed to or may have caused this event. It is important to note, that it was reported that the guidewire was in place (across the filter) throughout the entire filter retrieval procedure, including collapse and removal into the sheath. Per the IFU, the guidewire is to be withdrawn into the pusher shaft prior to full collapse of the filter. The purpose for these instructions is to avoid unnecessary stresses that would be caused by the added interference of the guidewire. As the guidewire was not removed, prior to collapse and retraction of the filter, it is possible that increased resistance was experienced during the filter retrieval. Furthermore, the glidewire brand guidewire is a hydrophilic coated wire, which are known to cause added friction if not properly conditioned.